Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use, but there was no patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)